Event description:
During an interventional precedure, the physician noted a crack & fluid leak in the hub of the microcatheter. This pt was admitted for an unknown intervention to the posterior communicating artery. The vessel was mildly calcified & moderately tortuous. An envoy microcatheter was removed from the package & was prepped according o IFU. No anomalies were noted during prep. The catheter was advanced through an unknown sheath introducer, & to the common carotid artery without resistance. It is unknown whether the physician was required to aggressively torque the catheter. In order to navigate the pt's anatomy. When contrast media was injected, the physician noted a leak at the hub. Upon further inspection, he noted a crack in the hub of the microcatheter. The product was withdrawn from the pt & discarded. There was no reported injury to the pt.

Manufacturer narrative:
Add'l info will be submitted within 30 days of receipt.